Event description:
It was reported that the device was used during a thoracotomy with a left lower and middle lobectomy. It was reported by the rep that the surgeon claims the stapler did not fire all staples throughout the fissure. The resected tissue had to be over sewn with prolene suture. The surgeon used a second stapler later in the case, to complete the middle lobe fissure and the stapler worked fine. There was no consequence to the pt.